Event description:
It was reported that the ventilator was experiencing o2 problems and leakage. There was no patient harm. Manufacture ref.#:(B)(4).

Manufacturer narrative:
It was reported that o2 issue occurred. Identification of issue has been done by analyzing problem description. Service report and device¿s logs have been not available for further evaluation. Based on technician statement, the expiratory cassette was detected as faulty. The customer missed the pre-use check procedure. It is unknown if the issue has been resolved. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).